Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned they have been experiencing issues with their ins system for at least two weeks. The patient says their implant (ins) is not holding a charge and they are having to recharge ins two times daily (pt said one time is enough and having to recharge more often is driving them nuts). The patient mentioned they used to be able to recharge their ins in 45 minutes and last until the next evening; however, yesterday they recharged the ins around noon time and by dinner time the ins was down to 30%. The patient stated they have not made any changes to their therapy (such as using stimulation more often or increasing intensity) and they use their therapy all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause has not been determined, the patient has to charge it twice a day. The patient is currently trying to set up an appointment with a manufacturing representative (rep).

Event description:
Patient reported that it has gotten better about charging. It lasts for about 2 days. The problem now is over and trying to get the paddle to charge up on their back. It wakes anywhere up to an hour to get it to work right. Patient is beginning to think the paddle is the problem, as sometimes it gets very hot and does not work right away when they try to get it to charge. It runs patient through all other sorts of things. The charger works fine when it's plugged in the wall.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.